Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the patient's pressure dropped and an echocardiogram showed a pericardiai effusion. Review of the fluoroscopy showed the boston scientific amplatz super stiff guidewire was outside of the left ventricle (lv). Cardiopulmonary resuscitation (CPR) was performed for approximately two minutes while a drain was placed. The size of the hole dictated a sternotomy with patch repair. No further treatment was prescribed. The implanting physician noted the injury was caused by the boston scientific wire. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)